Manufacturer narrative:
Gtin: (B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the pull wire remained in the cinchlock flex anchor after anchor was implanted and deployed.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: pull wire remained in cinchlock flex anchor after anchor was implanted and deployed. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. Mfg date: january 13, 2016. (B)(4)

Event description:
It was reported the pull wire remained in the cinchlock flex anchor after anchor was implanted and deployed.